Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level over unknown. Customer treated with intravenous drip. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting based on report of under delivery. The insulin pump will not be returned for analysis.